Event description:
It was reported the device was used during a prostatectomy procedure. It was reported the mcl20 clips were scissoring and would not hold the tissue. It was reported the procedure was completed with a single reusable clip applier. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49096. Ees#.980682/lacey. D5,6;h4: information not available, device not returned for analysis.